Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was in 140-189 mg/dl range.